Manufacturer narrative:
Initial.

Event description:
It was reported that an individual paused ilet insulin delivery for approximately three hours in response to a blood glucose of 90 mg/dl, after which glucose rose to about 400 mg/dl and subsequent automated correction dosing contributed to a later drop to 42 mg/dl; education was provided to avoid pausing insulin for mild lows, to treat hypoglycemia with 15 g of fast-acting carbohydrates, and to recheck with a fingerstick after 15 minutes. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included transient glucose excursions with the glucose in range at the time of the call and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and indicated user management of hypoglycemia as a contributory factor. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and appropriate device performance.